Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal bleeding (vaginal/menorrhagia/ uterine bleeding with clots)") and pain ("physical pain") in a (B)(6) female patient who had essure (batch no. 90-588-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("severe abdominal bloating"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 7 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia). In (B)(6) 2012, the patient experienced hypoaesthesia ("numbness/tingling arms, hands,), paraesthesia ("numbness/tingling arms, hands"), feeling abnormal ("brain fog"), insomnia (" insomnia"), tinnitus ("ringing in ears (tinnitus)") and pollakiuria (" urination frequency"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss (thinning)"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2013, the patient experienced urinary tract infection ("uti"). In 2014, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes") and loss of libido ("loss of libido"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain: abdomen"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), back pain ("pain: low back"), arthralgia ("pain: knees, hips, joints"), vulvovaginal pain ("pain: vagina and complication of device insertion ("unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked"). The patient was treated with analgesics, salpingectomy (one side removal of fallopian tube), tubal ligation) and endometrial ablation on (B)(6) 2012). Essure was removed on (B)(6) 2015. In 2015, the urinary tract infection had resolved. At the time of the report, the pelvic pain, alopecia, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, anxiety, mood swings, abdominal distension, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, vulvovaginal pain, night sweats, hot flush and loss of libido had resolved and the uterine haemorrhage, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, allergy to metals, depression, vaginal discharge, weight increased, back pain, arthralgia and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, breast tenderness, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, insomnia, loss of libido, menorrhagia, mood swings, night sweats, pain, paraesthesia, pelvic pain, pollakiuria, tinnitus, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tube with essure was successfully blocked. On an unknown date, pelvic ultrasound and CT scan performed for pelvic, abdominal, low back, knees, hips, joints, vaginal, breast pain/ tenderness. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporter, patient demographic information, product indication, onset and removal dates updated, new events vaginal haemorrhage, menorrhagia, uterine haemorrhage , bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, urinary tract infection, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, allergy to metals, pelvic pain, depression, anxiety, vaginal discharge, weight increased, abdominal bloating, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, back pain, arthralgia, vulvovaginal pain, night sweats, hot flush, loss of libido and mood swings added. Outcome for the events alopecia, dyspareunia, urinary tract infection, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, abdominal bloating, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, vulvovaginal pain, night sweats, hot flush, loss of libido and mood swings added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('they think its pid (pelvic inflammatory disease)') and uterine haemorrhage ('abnormal bleeding:uterine bleeding with clots') in a 23-year-old female patient who had essure (batch no. 90-588-dk(not valid),823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometritis, endometrial biopsy, constipation, smoker, frustration and feeling sick. Previously administered products included for an unreported indication: rocephin, flagyl, paragard, mirena and depo provera. Concurrent conditions included obesity, menses irregular, left lower quadrant pain, ovarian pain, pelvic bone pain, dysuria and bruising. Family history included endometriosis. Concomitant products included alprazolam (xanax), bupivacaine, cefazolin, chloramphenicol (unison), epinephrine, fentanyl, hydromorphone, ibuprofen, midazolam, ondansetron, oxycodone, paracetamol (acetaminophen), pethidine (meperidine), piroxicam (paxil) and salbutamol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 months 11 days after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdomen."), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vagina / stabbing of vaginal entrance"), breast pain ("breast pain"), breast tenderness ("breast tenderness") and arthralgia ("pain: knees, hips,joints"). In (B)(6) 2011, the patient experienced abdominal distension ("severe abdominal bloating"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced micturition urgency ("bladder or urinary problems or changes:urgency"), hypoaesthesia ("numbness/tingling arms and hands"), paraesthesia ("numbness/tingling arms and hands"), feeling abnormal ("brain fog"), insomnia ("insomnia"), tinnitus ("ringing in ears (tinnitus)") and pollakiuria ("urination frequency"). In 2012, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss (thinning)"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), night sweats ("night sweats,"), hot flush ("hot flashes") and loss of libido ("loss of libido"). In 2013, the patient experienced urinary tract infection ("uti \frequent utis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("I m having cramps that are so painful"), back pain ("pain: low back"), pain ("physical pain"), nipple pain ("nipples and boob hurt so bad"), food craving ("very weird food cravings pickles") and complication of device insertion ("unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked"). The patient was treated with analgesics and surgery (ablation on (B)(6) 2012 and salpingectomy (one side removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2015. In 2015, the urinary tract infection had resolved. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, vulvovaginal pain, alopecia, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, anxiety, mood swings, tinnitus, pollakiuria, breast pain, breast tenderness, night sweats, hot flush and loss of libido had resolved and the pelvic inflammatory disease, uterine haemorrhage, abdominal pain lower, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, vaginal discharge, micturition urgency, pain, fatigue, depression, weight increased, arthralgia, nipple pain, food craving and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, breast tenderness, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, food craving, hot flush, hypoaesthesia, insomnia, loss of libido, menorrhagia, micturition urgency, mood swings, night sweats, nipple pain, pain, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, tinnitus, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked. On (B)(6) 2011 (discrepancy noted between two pfs). Current weight 152lbs. Insertion details: the initial essure did not expand and had to be removed. The patient's left tube was then cannulated with essure per routine and released and was left with 9 trailing coils. The right tube was identified again and tried to be cannulated with a second (third) essure device and could not be cannulated fully. In attempting to do this the essure appeared to be bent and a third (fourth) essure device was attempted to be placed. Gentle pressure was applied to overcome tubal spasm but could not advance past the distal 1 cm. Tip. Essure was not released but was just withdrawn. When placed the essure she had a stenotic right tube and we weren't able to place essure in that tube as the tube was already occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: revealing an occluded right fallopian tube.; on (B)(6) 2011: unilateral occlusion (left tube occluded). Left tube with essure was successfully blocked. As per mr: impression: occluded fallopian tubes bilaterally, left with essure device and right occluded de novo, congenital versus acquired; on (B)(6) 2011: results: left tube with essure was successfully blocked. X-ray - on (B)(6) 2012: result: left essure device core was visualized with one ring, right could not be visualized. Concerning the injuries reported in this case, the following one were reported via social media: nipple pain and food craving. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. New events nipples and boobs hurt so bad and very weird food cravings pickles were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("they think its pid (pelvic inflammatory disease)"), uterine haemorrhage ("abnormal bleeding:uterine bleeding with clots") and pain ("physical pain") in a 23-year-old female patient who had essure (batch no. 90-588-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("severe abdominal bloating"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 7 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hypoaesthesia ("numbness/tingling arms and hands "), paraesthesia ("numbness/tingling arms and hands "), feeling abnormal (" brain fog"), insomnia (" insomnia"), tinnitus ("ringing in ears (tinnitus)") and pollakiuria (" urination frequency"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss (thinning)"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2013, the patient experienced urinary tract infection ("uti"). In 2014, the patient experienced night sweats ("night sweats, "), hot flush ("hot flashes") and loss of libido ("loss of libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pain (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain: abdomen. "), breast pain ("breast pain"), breast tenderness ("breast tenderness"), back pain ("pain: low back"), arthralgia ("pain: knees, hips"), vulvovaginal pain ("pain: vagina"), complication of device insertion ("unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked") and abdominal pain lower ("I m having cramps that are so painful"). The patient was treated with analgesics, surgery (salpingectomy (one side removal of fallopian tube), tubal ligation) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2015. In 2015, the urinary tract infection had resolved. At the time of the report, the pelvic pain, alopecia, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, anxiety, mood swings, abdominal distension, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, vulvovaginal pain, night sweats, hot flush and loss of libido had resolved and the pelvic inflammatory disease, uterine haemorrhage, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, allergy to metals, depression, vaginal discharge, weight increased, back pain, arthralgia and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, breast tenderness, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, insomnia, loss of libido, menorrhagia, mood swings, night sweats, pain, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, tinnitus, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tube with essure was successfully blocked. On an unknown date, pelvic ultrasound and CT scan performed for pelvic, abdominal, low back, knees, hips, joints, vaginal, breast pain/ tenderness. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media: other reporter and new events they think its pid (pelvic inflammatory disease), I m having cramps that are so painful were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("they think its pid (pelvic inflammatory disease)") and uterine haemorrhage ("abnormal bleeding:uterine bleeding with clots") in a 23-year-old female patient who had essure (batch no. 90-588-dk(invalid) , 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometritis, endometrial biopsy, constipation, smoker, frustration and feeling sick. Previously administered products included for an unreported indication: rocephin, flagyl, paragard, mirena and depo provera. Concurrent conditions included obesity, menses irregular, left lower quadrant pain, ovarian pain, pelvic bone pain, dysuria and bruising. Family history included endometriosis. Concomitant products included alprazolam (xanax), bupivacaine, cefazolin, chloramphenicol (unison), epinephrine, fentanyl, hydromorphone, ibuprofen, midazolam, ondansetron, oxycodone, paracetamol (acetaminophen), pethidine (meperidine), piroxicam (paxil) and salbutamol. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 months 11 days after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("pain: abdomen."), breast pain ("breast pain"), breast tenderness ("breast tenderness"), arthralgia ("pain: knees, hips,joints") and vulvovaginal pain ("pain: vagina / stabbing of vaginal entrance"). In (B)(6)2011, the patient experienced abdominal distension ("severe abdominal bloating"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced micturition urgency ("bladder or urinary problems or changes:urgency"), hypoaesthesia ("numbness/tingling arms and hands"), paraesthesia ("numbness/tingling arms and hands"), feeling abnormal ("brain fog"), insomnia ("insomnia"), tinnitus ("ringing in ears (tinnitus)") and pollakiuria ("urination frequency"). In 2012, the patient experienced fatigue ("fatigue"), alopecia ("hair loss (thinning)"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), night sweats ("night sweats,"), hot flush ("hot flashes") and loss of libido ("loss of libido"). In 2013, the patient experienced urinary tract infection ("uti \frequent utis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("physical pain"), back pain ("pain: low back"), complication of device insertion ("unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked") and abdominal pain lower ("I m having cramps that are so painful"). The patient was treated with analgesics and surgery (ablation on (B)(6)2012 and salpingectomy (one side removal of fallopian tube), tubal ligation). Essure was removed on (B)(6)2015. In 2015, the urinary tract infection had resolved. At the time of the report, the pelvic pain, dyspareunia, alopecia, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, anxiety, mood swings, abdominal distension, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, vulvovaginal pain, night sweats, hot flush and loss of libido had resolved and the pelvic inflammatory disease, uterine haemorrhage, pain, vaginal haemorrhage, menorrhagia, micturition urgency, fatigue, allergy to metals, depression, vaginal discharge, weight increased, back pain, arthralgia, complication of device insertion and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, breast tenderness, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, insomnia, loss of libido, menorrhagia, micturition urgency, mood swings, night sweats, pain, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, tinnitus, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked. (B)(6)2011, (B)(6)2011 (discrepancy noted between two pfs) current weight 152lbs. Insertion details: the initial essure did not expand and had to be removed. The patient's left tube was then cannulated with essure per routine and released and was left with 9 trailing coils. The right tube was identified again and tried to be cannulated with a second (third) essure device and could not be cannulated fully. In attempting to do this the essure appeared to be bent and a third (fourth) essure device was attempted to be placed. Gentle pressure was applied to overcome tubal spasm but could not advance past the distal 1 cm. Tip. Essure was not released but was just withdrawn. When placed the essure she had a stenotic right tube and we weren't able to place essure in that tube as the tube was already occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Human chorionic gonadotropin - on (B)(6)2011: results: negative. Hysterosalpingogram - on (B)(6)2011: results: revealing an occluded right fallopian tube.; on (B)(6)2011: unilateral occlusion (left tube occluded). Left tube with essure was successfully blocked. As per mr: impression: 1) occluded fallopian tubes bilaterally, left with essure device and right occluded de novo, congenital versus acquired; on (B)(6)2011: results: left tube with essure was successfully blocked.. X-ray - on (B)(6)2012: result: left essure device core was visualized with one ring, right could not be visualized.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received: reporters ,lot no., medical history, concomitant drug, lab data added. Previously reported event ¿bladder or urinary problems or changes¿ update to ¿urinary urgency¿. Event outcome-dyspareunia outcome updated to ¿recovered / resolved¿. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("they think its pid (pelvic inflammatory disease)"), uterine haemorrhage ("abnormal bleeding:uterine bleeding with clots") and pain ("physical pain") in a 23-year-old female patient who had essure (batch no.90-588-dk (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced abdominal distension ("severe abdominal bloating"). In september 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, 7 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2012, the patient experienced hypoaesthesia ("numbness/tingling arms and hands "), paraesthesia ("numbness/tingling arms and hands "), feeling abnormal (" brain fog"), insomnia (" insomnia"), tinnitus ("ringing in ears (tinnitus)") and pollakiuria (" urination frequency"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss (thinning)"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2013, the patient experienced urinary tract infection ("uti"). In 2014, the patient experienced night sweats ("night sweats, "), hot flush ("hot flashes") and loss of libido ("loss of libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pain (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain: abdomen. "), breast pain ("breast pain"), breast tenderness ("breast tenderness"), back pain ("pain: low back"), arthralgia ("pain: knees, hips"), vulvovaginal pain ("pain: vagina"), complication of device insertion ("unable to place essure coil in right fallopian tube, the doctor stated tube was already blocked") and abdominal pain lower ("I m having cramps that are so painful"). The patient was treated with analgesics, surgery (salpingectomy (one side removal of fallopian tube), tubal ligation) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2015. In 2015, the urinary tract infection had resolved. At the time of the report, the pelvic pain, alopecia, hypoaesthesia, paraesthesia, feeling abnormal, insomnia, anxiety, mood swings, abdominal distension, tinnitus, pollakiuria, abdominal pain, breast pain, breast tenderness, vulvovaginal pain, night sweats, hot flush and loss of libido had resolved and the pelvic inflammatory disease, uterine haemorrhage, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, allergy to metals, depression, vaginal discharge, weight increased, back pain, arthralgia and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, breast tenderness, complication of device insertion, depression, dyspareunia, fatigue, feeling abnormal, hot flush, hypoaesthesia, insomnia, loss of libido, menorrhagia, mood swings, night sweats, pain, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, tinnitus, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: left tube with essure was successfully blocked. On an unknown date, pelvic ultrasound and CT scan performed for pelvic, abdominal, low back, knees, hips, joints, vaginal, breast pain/ tenderness. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.